Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was informed about how to reset the pump, but at that time, they were unable to reset it due to the lack of a power cord. The customer intended to call back once they had the necessary power cord for resetting the pump.